Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the laboratory was 3.04 inr. The laboratory method was not known. Three and a half hours later and at home, the customer received a result of 4.4 inr from the meter. The customer thought the result was incorrect and retested with a result of 2.5 inr. The customer used the same finger to obtain blood for the second test. The customer reported the result of 2.5 inr to the doctor who did not change any medications based on meter result. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, took no heparin, had no antiphospholipid antibodies, took no direct thrombin inhibitor. There was no change in coumadin, no new medication, no illness, no diet change, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (286320) were tested in comparison to the masterlot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used.